Event description:
It was reported a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller successfully started their sensor session without the error reappearing.